Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned glidescope core 15-inch fhd monitor. The tsr confirmed the issue by using verathon's device functionality test equipment. During testing, the tsr was able to reproduce the static image issue on two occasions. Based on these findings, the tsr replaced the monitor's embedded displayport (edp) printed circuit board assembly (pcba) to address the intermittent display malfunction. The customer's glidescope core 2m quickconnect cable was not made available to verathon for evaluation. Upon completion of the evaulation, the glidescope core 15-inch fhd monitor was returned to the customer. No further investigation is required at this time. Corrective action is not required at this time, and verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy procedure, using a verathon glidescope core 15-inch fhd monitor, the screen became glitchy with lines appearing across the display obscuring the physician's view of the patient's airway. No harm to the patient was reported, but there was a temporary disruption to the procedure while attempting to troubleshoot and obtain a second unit.